Manufacturer narrative:
The consumer reported that the patient had a tooth type that was unknown during the time of the failure, the consumer reported that the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was also achieved.

Event description:
The consumer reported that the patient had a tooth type that was unknown during the time of the failure, the consumer reported that the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was also achieved.